Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Boston scientific technical services (ts) was consulted for removal techniques of this left ventricular (lv) lead. Questions were posed regarding an interventional stylet. Ts stated an interventional stylet is not normally used however, the lead is being removed in the end, not being repositioned or reused. No adverse patient effects were reported.